Event description:
This is a spontaneous case report received from a other in united states on (B)(6) 2013 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced sharp pains in her sides shooting down to her legs, sharp pains in her sides shooting down to her legs, and legs would go numb. The consumer's medical history included 5 children. No information given on consumer's drug history/concurrent conditions. It is unknown whether the consumer received any concomitant medication. In 2009 the consumer had essure (fallopian tube occlusion insert) inserted for birth control. It was not reported whether essure was used previously. On an unspecified date the consumer experienced sharp pains in her sides shooting down to her legs and legs would go numb. The outcome of the events was unknown. Follow-up information received from consumer on 23-jan-2014: consumer's birth date was informed. She was not pregnant. The consumer had mirena inserted on (B)(6) 2010 (lot number 664435) for sterilization. Consumer had pain in sides about one week after her essure procedure. She described it as a pinching pain at first. The healthcare professional became aware and informed patient that her body was adjusting to the procedure. She said the pain has continued to get worse and worse and, at the time of report, when she had the pain, she was unable to walk because it was so bad. She described it as a bad, stabbing pain that shoots down her legs. She added that she has had hives a few times too and she constantly has had headaches since the procedure. She mentioned that she has had constant vaginal bleeding as well. Healthcare professional prescribed jencycla (drug administration started in (B)(6) 2014) to help manage bleeding but it was not working. The consumer has already had a cat scan and ultrasound done and she was diagnosed with ovarian cysts but the patient believed that her health problems were related to essure. Doctor informed her that ovarian cysts would not cause shooting pains to down her legs. She had no history of any of these problems prior to essure procedure. The events and essure treatment were ongoing. The reporting person does not provide the relationship between the events and essure treatment. Follow up 13-aug-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# (B)(4), awareness date 13-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube insert) inserted. Consumer reported that she has always been a healthy, and energetic mother until after her 5th child was born and she had the essure procedure. Her last child was born in (B)(6) 2009 and (B)(6) 2010 she had essure placed. Right away her health and body started to change. Her doctor told her essure could not be the cause of her excessive bleeding, headaches, fatigue, hives, modiness, sharp pains, and numerous other problems. She became depressed. In (B)(6) 2014 the consumer found a doctor who reversed essure and during her surgery he discovered that the coils had punctured her tubes and were embedded in the muscle of her uterus and this was what was causing her extreme pain, and every other doctor who she went due to this pain said there was nothing wrong with her. Now she is no longer in as much pain as she was with the essure coils and she no longer have the terrible bleeding and clotting that she had every month with essure. She was however, left with a fragment of the coil, and other lingering health issues. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and during surgery to remove the devices, it was found that the coils had punctured her tubes and were embedded in the muscle of her uterus. This event, seen as uterine perforation, is serious due medical importance and required intervention and listed in the reference safety information for essure. Uterine perforation with essure use may occur mostly during insertion or via false passage over time. In this case, right away from the placement, the patient had sharp pain and excessive bleeding with clots among other non-serious events. Four years after insertion, a surgery was performed to remove the devices and during the procedure, it was discovered the coils had punctured her tubes and were embedded in the muscle of her uterus and that was the cause of her extreme pain. After the removal she recovered from the pain and bleeding but a fragment of coil was left in her, causing unspecified health issues. Although in this case, the exact date and mechanism of this perforation were not provided, given the event's nature and the recovery after removal, causality with essure use cannot be excluded. Previously this case was regarded as non-incident. Upon monitoring of postings on an FDA hosted docket website, it was informed the extreme pain and bleeding, interpreted as symptoms of perforation, led to essure removal. Therefore, this case was upgraded to incident. Technical assessment is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 09-sep-2015: ptc (product technical complaint) result. Ptc global number: (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this case report detected during monitoring of posts on an FDA hosted docket website, refers to an adult female consumer, who had essure (fallopian tube occlusion insert) inserted and during surgery to remove the devices, it was found that the coils had punctured her tubes and were embedded in the muscle of her uterus. This event, seen as uterine perforation, is serious due medical importance and required intervention and listed in the reference safety information for essure. It was also reported that she was left with a fragment of the coil (seen as device breakage), which is non-serious and listed. Uterine perforation with essure use may occur mostly during insertion or via false passage over time. In this case, right away from the placement, the patient had sharp pain and excessive bleeding with clots among other non-serious events. Four years after insertion, a surgery was performed to remove the devices and during the procedure, it was discovered the coils had punctured her tubes and were embedded in the muscle of her uterus and that was the cause of her extreme pain. After the removal she recovered from the pain and bleeding but a fragment of coil was left in her, causing unspecified health issues. Although in this case, the exact date and mechanism of this perforation were not provided, given the event's nature and the recovery after removal, causality with essure use cannot be excluded. Also, for device breakage, as this occurred during essure removal procedure, a causal relationship cannot be excluded. Previously this case was regarded as non-incident. Upon monitoring of postings on an FDA hosted docket website, it was informed the extreme pain and bleeding, interpreted as symptoms of perforation, led to essure removal. Therefore, this case was upgraded to incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect.